Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. No indication as to patient involvement was given for this event.

Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. No indication as to patient involvement was given for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the output connector was broken. Analysis also found the upper and lower cases broken, that one side bail cover was broken and one was contaminated, the ring cover was missing, the battery contacts were compressed, the keyboard was scratched and the serial number label was torn. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.